Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that there was a connection issue with the automated pd set with cassette. When technical service representative (tsr) asked the home patient (hp) to disconnect the cassette from the y manifold, but the hp could not disconnect it. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.